Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. A piece measuring proximately 3.35mm x 8.62mm. Confirming that a fragment detached from the instrument. Material was found missing. The broken piece was not returned with the instrument. The complaint regarding damaged instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument have been shut in door of sterilizer in spd, it was not used in a case. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that after reviewing the case, the instrument does not appear to have any piece missing during procedure, so the original report that no fragments fell into patient remains the same. The patient has not returned to surgery or needed additional testing. The damage was observed at some point in the decontamination area/sterile processing and then given to to return.